Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: an infection occurred in an accolade ii-trident tha approximately 2 years after implantation. This led to a revision with placement of an antibiotic eluting articulating spacer with exeter stem and all poly cup (liner). This was followed by a reimplantation with a restoration modular/mdm construct. There was reported pain but no noted infection recurrence. A re-re-revision for mechanical impingement and pain could not be confirmed with the materials provided. Root cause: the root cause of the first revision was infection. The infection would not be related to the implants themselves. Treatment of the infection led to placement of a spacer and then a reimplantation after completed infection treatment. A re-re-evision for mechanical impingement and pain was alluded to in the event descriptions and in an office note but documentation of the re-re-revision was not provided. Thus, a root cause of re-re-revision cannot be confirmed. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the shell was revised to change the position. Clinician review of the provided medical records was unable to confirm the reported event due to insufficient records pertaining to this event provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised after complaint of pain and noise. Though the surgeon deemed the shell position was acceptable, due to the patient's activity level (high), he decided to reposition the shell. The shell, 2 screws, mdm metal liner, adm/ mdm poly insert, and ceramic head were revised to a shell, neutral poly liner and another femoral head. Rep confirmed there are no allegations against the revised adm/ mdm components or femoral head and that impingement was ruled out intra-operatively.